Event description:
Caller reported that the t: slim x2 pump battery would not charge and issued a power source alert before contacting technical support. However, the issue resolved when the customer changed charging supplies, using the same tandem wall adapter and charging cable. There was no adverse impact on the customer's blood glucose level, and the pump started charging without further assistance required.